Event description:
This nurse and other ER staff nurse started heparin gtt on patient at 1343 after following protocol, which includes scanning patient, medication and pump. Pump integration was established and verified both nurses, this includes the pump was programmed correctly. 77at 1430, this nurse at bedside to redraw lab, when I noticed the entire bag of heparin was empty. Again, this nurse checked pump and it was programmed correctly. This nurse immediately notified ER physician, charge nurse, ER manager, hospitalist and pharmacy.